Event description:
The patient was a part of watchman pms with patient identifier: (B)(6). It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman flx closure device was implanted. At the three (3) year follow up, it was found that the closure device had an incomplete seal.